Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (afib) with rapid ventricular response (rvr). All programmed therapy had been delivered during the episode. It was noted patient has a known history of afib with rvr. Boston scientific technical services (ts) discussed reprogramming options. This ICD remains in service. No adverse patient effects were reported.